Event description:
It was reported during the patient's trial procedure one of the scs leads showed high impedances when tested intraoperative. The lead was removed and replaced with a new one and the issue was resolved. The procedure was extended approximately 20 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.